Event description:
Event description guidant received information that this bifurcated vdd lead was intermittently undersensing atrial activity due to low amplitude measurements in the bipolar configuration. As the lower rate limit (lrl) of the pacemaker was programmed significantly lower than the patient's intrinsic rate, the patient felt symptomatic during periods of undersensing. Low amplitude p-wave measurements were also obtained with the lead programmed to sense in the unipolar configuration.